Event description:
MFR received a report from the dealer that the enduser's daughter called to advise that the concentrator allegedly caught fire resulting in severe burns to chest area. On site inspection conducted with a forensic fire expert. Burn pattern suggests external source. Cigarette found in remains of blanket that was on users chest and was consumed in fire.